Manufacturer narrative:
Recall number: z-2155-2024 1038671-2024-00431 d10: concomitants: (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00431. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar dislocation or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty, and then experienced a revision surgical procedure approximately 68 months after initial implant. The patient was experiencing joint laxity, osteolysis, synovitis, subluxation, discomfort, and pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.